Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings all day and stated that he is feeling brittle. Customer's blood glucose reading at the time of the call was 276 mg/dl and was taking another bolus with the insulin pump. Customer stated that the diabetes educator adjusted his insulin pump and the blood glucose readings have been going down. Customer declined troubleshooting. No further information reported.